Event description:
A remstar auto a-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During evaluation blower foam degradation was observed. Additionally, the service technician also noted error code present 63 (err_stuck_knob_key), error code 53 (err_comp_log_sem_timeout), and error code 106 (err_heatedtube_tube_max_temp) in the device logs. There was also a contamination of dust in the device. The device was scrapped by the service center after the evaluation was completed.